Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged due to the charging port not working. Customer's blood glucose ranged from 90-110 mg/dl. Reportedly, customer was able to charge pump and continued to use pump for insulin therapy.